Event description:
Following an atrial fibrillation ablation procedure on (B)(6) 2014 using a therapy cool flex ablation catheter, the patient developed an atrioesophageal fistula. Two weeks post-procedure, the patient presented with chest pain and further testing revealed an atrioesophageal fistula. Surgical repair was performed and the patient was recovering well.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported atrioesophageal fistula may have been procedure related.